Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this patient presented to the emergency room (ER) where loss of capture (loc) and high pacing thresholds were observed on this right ventricular (rv) lead. There was no asystole observed. A chest x-ray was performed in which it was noted that the rv lead did not look like it had moved but the physician had suspected a micro perforation. A procedure was performed to explant the rv lead. During the procedure the physician noted that there was blood under the insulation of the lead. A new rv lead was then successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead noted a cut in the lead insulation; confirming the clinically observed blood under the insulation. Laboratory testing was unable to reproduce the reported loss of capture and high pacing thresholds. Although perforation is a documented risk of lead implantation, no lead issues were noted during analysis that would have made this lead more susceptible to perforation than would be expected. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this patient presented to the emergency room (ER) where loss of capture (loc) and high pacing thresholds were observed on this right ventricular (rv) lead. There was no asystole observed. A chest x-ray was performed in which it was noted that the rv lead did not look like it had moved but the physician had suspected a micro perforation. A procedure was performed to explant the rv lead. During the procedure the physician noted that there was blood under the insulation of the lead. A new rv lead was then successfully implanted. No additional adverse patient effects were reported.